Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alert upon turning on a console was confirmed via log file analysis. Review of the downloaded log file revealed on (B)(6) 2025 at 21:01:58, the system was powered on and upon booting up a tech: flow error, ¿calibration table of the sensor not consistent¿ was observed. This resulted in a ¿sf_flow_other¿ sub fault activating, causing an s3 alarm at 21:02:01. The s3 alarm did not resolve before the system was shutdown at 21:03:34. On (B)(6) 2025 at 21:03:55 and 21:21:17, and on (B)(6) 2025 at 03:21:13 and 03:45:45, the system was powered on and off. The s3 alarm reactivated each time. The returned centrimag 2nd generation primary console (serial number (B)(6) was connected to a test loop and ran for several days. During the observation period, the console performed as intended and no unintended alarms activated. The console was returned to the customer ready for use, after passing a full functional checkout. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag console (serial number (B)(6), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website the centrimag blood pump with centrimag acute circulatory support system for ECMO (extracorporeal membrane oxygenation) section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 4 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including s3 alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no motor connected to the console at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1-a4: there was no patient involved . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a break fix performed on a centrimag console. It was later reported that an s3 alarm occurred. There was no patient involved in the event. The unit was taken out of service after the event.